Manufacturer narrative:
B3: date of event is estimated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported as a general comment that during the use of a prostyle device, a cuff miss occurred [suture retrieval issue]. The method used to achieve hemostasis was not reported. No additional information was provided.